Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had inaccurate readings with their sensor glucose and blood glucose. The customer reported their blood glucose was 128 mg/dl and their sensor glucose would read 65 mg/dl. The customer also reported their blood glucose has been in the range of 200 mg/dl and 400 mg/dl. The customer also reported a hospitalization event due to an infection from a sensor inserted at their leg. The detail of the hospitalization was not provided at the time of the call. The customer declined to return the insulin pump for analysis.